Event description:
The customer reported occlusion alarms. There was no adverse impact to the customer. Customer declined follow up from tandem technical support. No additional information was provided.